Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer provided the quality control (qc) data. Review of the qc data shows that it was in range. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial results of vanc was reported out to the physician(s), which was questioned. The same sample was repeated on the same dimension vista 1500 instrument. The repeat test resulted higher. The customer stated the sample was tested multiple times and the higher result was confirmed. A corrected reported was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.

Manufacturer narrative:
The initial MDR 1226181-2016-00374 was filed on july 21, 2016. Additional information was received on 07/22/2016: a siemens headquarters support center (hsc) specialist reviewed the data provided. Result monitors were normal and both replicates were processed from the same reagent well which makes a reagent delivery/ integrity issue unlikely. Both replicates were processed from a primary tube, but they were different aliquots. No further information regarding sample integrity and handling was included with the complaint, therefore pre-analytical factors cannot be ruled out as a possible cause of this issue. Pre-analytical factors include: pre-centrifugation, centrifugation and post-centrifugation. The cause of the falsely depressed vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.